Manufacturer narrative:
Correction: serial number is (B)(6) not (B)(6) as previously reported. This report is submitted on 26 may 2020.

Event description:
It was reported that the patient experienced infection at implant site, subsequently the device was explanted (B)(6) 2020. Reimplantation is planned but had not taken place at the time of this report, may 6, 2020.